Event description:
It was reported that patient felt undesired and uncomfortable paresthesia at the stimulator site, in addition to a desired stimulation at the affected pain area. Impedance measurements were normal values. The doctor decided to check the connection between the stimulator and extensions. The patient returned to surgery. The extensions were disconnected from the stimulator and cleaned. After re-connecting the extensions to the stimulator, the impedance measurements were greater than 10000 ohms on all contacts. It was assumed the stimulator was the problem. The decision was made to replace the stimulator. Everything worked again after the stimulator was replaced.

Manufacturer narrative:
Device analysis revealed no anomaly. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. Foreign material was found under the connector cover. Normal impedances were observed indicating that there were no leakage paths in the connector area. There was acceptable, stable output on every electrode pair. The output matched the programmed settings. There was no output between the stimulator can and any electrode. There were no issues when pressing on the stimulator can. The titanium can was scratched. (See scanned page).